Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer would address the occlusions by either performing the load process or changing pump supplies to resume insulin delivery. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump.